Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, a hakim valve's locator dot was absent and appeared on x-ray as transparent / hypo-dense. The patient was having enlargement of the ventricles, so the device was revised with complete relief of symptoms.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected: a crack and bump mark in the valve casing was noted and the proximal connector end of the valve was cut off (the connector was not returned) as well as the outlet spring has pivoted. The x ray dot and the stator are still in place. The position of the cam when valve was received was 30mmh2o. The valve was dismantled; a crack and a bump mark was noted in the valve casing; the x ray dot and stator are still in place. A review of manufacturing records found no discrepancies when the device was released to stock. The root cause for the crack and bump mark in the valve casing was probably due to the valve receiving a hard knock. The root cause for cut off proximal section of the valve is due to user¿s error. The root cause for the pivoted outlet spring, could not be determined. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the evaluation, a follow-up report will be submitted.